Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, finding switch box has a dent. Scope connector cover unit has a dent, due to fray of the forceps elevator wire, forceps skip or sway on the upper half of the endoscopic image, light guide lens has a crack, connecting tube has a cut, distal end is shaved, due to annual inspection, parts must be replaced, and adhesive around objective lens has a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that air/water-cylinder, air/water tube, and adhesive around light guide lens have foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.